Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system aspiration pump max 110v (pump max). During the procedure, the physician advanced the penumbra system 5max ace reperfusion catheter (5max ace) towards the m1 segment of the mca. Next, the penumbra system max aspiration tubing (tubing) was connected directly to the 5max ace. Then, the pump max canister (canister), which was already connected to the pump max, was now connected to the tubing. The hospital staff confirmed that the tubing was switched off before attempting to power on the pump max. Subsequently, upon pressing the green power button, nothing happened and the physician was unable to power on the pump max to begin aspiration. Therefore, the procedure was completed using manual aspiration and a stent retriever. After the procedure, the pump max was inspected and blood was found inside the main body of the pump max. A trace of blood was also found around the connection part of the filter of the canister. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined.